Event description:
It was reported that the patient was experiencing a few strange things that their health care provider (hcp) said had nothing do to with their device and wanted to talk to someone on the medical staff about symptoms related to their device. The patient had high blood pressure that began the day after implant. The patient called their hcp and they never called back so they checked themselves into the ER 7 days ago and their blood pressure was 224/160. The patient didn¿t know if this happened gradually or suddenly and the patient¿s blood pressure was usually 120. The patient checked themselves in because they were extremely constipated which they thought could be caused by their pain medications and then they checked the blood pressure and it was high. The patient had not been well enough to see if the device even worked. The patient¿s general practitioner (gp) came to the hospital and checked the patient but they were stumped as to what caused it. They turned the stimulation off for a little while but it did not have any effect on the blood pressure. The patient had not had a follow-up appointment with their hcp and they wouldn¿t return the patient¿s call. The patient¿s hcp was notified that the patient was in the ER and never came to check on them. The patient was now on medication and their blood pressure was bouncing around normal. The patient talked to their manufacturer representative about having an adjustment and said they had to see their hcp. Everyone was available to help when they were trying to sell the device but now no one would help the patient and it seemed like the manufacturer representative¿s job was to talk people into having the procedure but then after they had it they were out of the picture. The patient was going to try to call tomorrow to get in to see their hcp. It was later reported that the patient had a feeling of minor discomfort just below the testicles and it was not painful but something they had noticed. During the daytime the therapy worked like a charm but the patient was still getting up to use the bathroom 3 times per night, the same as before the implant. It was further reported that the patient had a severe reaction after surgery. Their blood pressure went through the roof and it didn¿t have anything to do with the implantable neurostimulator (ins), but had to do with the anesthesia. The patient wanted to know if there was any downside to turning the implantable neurostimulator (ins) off when they were in their home office. The patient was about 10 feet from their bathroom at home and they had tried turning it off for about a couple of days and didn¿t have too much of an issue other than going to the bathroom more. The patient¿s theory was that if they turned the ins off whenever they didn¿t need it, the battery should last longer. The patient was trying to see what they could do to make the battery last longer because they wanted to avoid the anesthesia again. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mrwg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).